Event description:
Developed severe pain after strattice hernia mesh in place (B)(6) 2015, had an infection and the incision reopened to remove infection. Followed by wound vac for several months, the following year - still severe abdominal pain which led to a bowel obstruction (B)(6) 2017. Still the pain persisted which led to an abscess drainage (B)(6) 2017. Still experiencing more abdominal pain resulting in return of three hernias, two in the groin area and one in abdominal area. Awaiting revision surgery for all of the hernia in (B)(6) 2018. Strattice 30x30, 1 mesh implanted in abdomen.